Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not functional.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not functional. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10,h11. Corrected fields - e3. Additional contact - name: (B)(4). Fse could not duplicate the failure. Unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.